Event description:
It was reported to philips by a customer that the unit had a problem with loud noise and popping noise. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). The biomedical engineer confirmed that the device had a loud noise. The biomed verified the noise is coming from the blower but does not hear any popping noise. The biomed cannot hear any type of popping noise either when he went back into patient mode with the same settings as before, and o2 and patient circuit is connected. The rse recommended a blower replacement.

Manufacturer narrative:
After further review on this file, MDR# 2031642-2022-00426 was reported in error. Based on the information available the noise is coming from the blower assembly. Noise complaint is not reportable. The device was not in use on patient. Therefore this complaint no longer meets reportability requirements.